Manufacturer narrative:
The insulin pump was received with cracked battery tube threads, reservoir tube, broken reservoir tube lip, missing reservoir tube o-ring, cracked belt clip slot, minor and deep scratched display window. No crack on the screen noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was damaged. Customer reported the reservoir and battery compartment was cracked. It was also found the o-ring was missing from the reservoir. Customer also reported a crack was present on the insulin pump's screen. The customer stated they were still able to read the insulin pump's screen. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.